Event description:
It was reported that the bd eclipse¿ needle came off the syringe. The following information was provided by the initial reporter: the needle came off the syringe and pierced the cornea and lens. The surgeon remove the needle from the patient's eye. Cornea self-sealed.

Manufacturer narrative:
Medwatch report #mw5110766. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd eclipse¿ needle came off the syringe. The following information was provided by the initial reporter: the needle came off the syringe and pierced the cornea and lens. The surgeon remove the needle from the patient's eye. Cornea self-sealed.